Event description:
It was reported that it was discovered on a monitoring visit. Stem was revised due to migration.

Manufacturer narrative:
An event regarding revision due to migration involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Device history review of device records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review. The complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to migration is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that it was discovered on a monitoring visit. Stem was revised due to migration.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.